Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The amplification found for the alleged run was delayed and indicative of a sample below the test¿s limit of detection (lod). Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for patients¿ samples when tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that they observed for run #(B)(4) reagent assay lot #10920u an influenza a positive, influenza b positive result for a patient¿s sample when analyzed on the cobas® liat® system (s/n (B)(4)). A repeat test of the patient¿s same sample and reagent assay lot # 10920u run #(B)(4) also generated an influenza a positive, influenza b positive result analyzed on the same cobas® liat® system (s/n (B)(4)). The patient¿s same sample was tested and analyzed on a different cobas® liat® system (s/n (B)(4)) run # (B)(4) and using a different reagent assay lot # 10830t that generated an influenza b positive result. A second patient was tested using assay lot #10601y and analyzed on the cobas® liat® system (s/n (B)(4)) that generated an influenza a positive result. The patient¿s same sample was repeat tested and analyzed on a different cobas® liat® system (s/n not provided) that generated sars-cov-2 negative, influenza a negative, influenza b negative results. The customer reported that they observed an influenza b positive result for a third patient¿s sample tested using assay lot # 10601y analyzed on the cobas® liat® system (s/n (B)(4)) there was not repeat testing for this patent¿s sample. Patients¿ samples were collected using nasopharyngeal in remel universal transport media 3ml. The customer confirmed there were no allegations of harm to the patients. The influenza a and the two influenza b positive results were reported out to the patients and/or personnel treating the patients. Three (3) mdrs will be filed one for each sample as per FDA guidance.